Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 51 previously reported events are included in this follow-up record. Product return status: 42 devices were received. 9 devices were not available for evaluation.

Event description:
This report summarizes 51 malfunction events in which the device reportedly overheated. 41 events had no patient involvement; no patient impact. 10 events had patient involvement; no patient impact.

Event description:
This report summarizes 51 malfunction events in which the device reportedly overheated. 39 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 50 events were previously reported during the reporting quarter; however, 1 previously reported event was included under MFR report#: 3015967359-2021-00586 but should be included under this report. 51 previously reported events are included in this follow-up record. Product return status: 42 devices were received. 8 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 50 events were reported for this quarter. Product return status: 24 devices were received. 1 device was not available for evaluation. 25 device investigation types have not yet been determined. Additional information: 50 devices were not labeled for single-use. 50 devices were not reprocessed or reused.

Event description:
This report summarizes 50 malfunction events in which the device reportedly overheated. 24 events had no patient involvement; no patient impact. 26 events had patient involvement; no patient impact.